Event description:
It was reported the patient experienced symptoms of numbness, tingling and weakness in their legs. The reporter inquired about the best imaging to determine the presence of a granuloma. The patient's catheter appeared disconnected on a recent magnetic resonance imaging (MRI). The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter was surgically explored and it was "pushed back up" and sutured down to secure. It was confirmed intrathecal. Additional information received reported that the reporter did not know the concentration or dose of morphine delivered by the pump. The symptoms began "several weeks before procedure." It was noted that there was no MRI (magnetic resonance imaging) done, &#49813;st&#55297;n x-ray. The cause of the issue was the catheter "slipped down" and they believed was "barely in the intrathecal space, giving intermittent therapy. It was also noted that there was not a granuloma as previously thought. The reporter did not know the patient outcome or if the patient was receiving effective therapy as he had "not heard anything since the procedure."